Event description:
While using a byte night aligners, patient reported that they were seen at their hygienist/dentist for a cleaning, they were concerned with the way their lower tooth has now turned since being in the aligners; and their lower gum line on the bottom tooth has receded on the right front tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.